Event description:
It was reported that the cadd legacy pump produced a no disposable alarm (clamp tubing). It was not known if there was air in the tubing. The infusion parameters were as follows: 2 res vol 92 given 19.28. The product problem did not cause or contribute to any adverse patient health effects.